Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "hardening of the breast", "capsular fibrosis" and "depressive moods". Patient also reported "significant weight loss", "exhaustion", "sleep problems" and "thyroid issues" considered not device related. This record is for the left side. The device remains implanted.